Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Evaluation found the device out of specification. The will not connect condition was confirmed and reproduced. The device failed to pass testing due to a failure on the radio pcb (printed circuit board). The device was retired.

Event description:
It was reported that a wireless device would not connect. It is not known if this had any affect on a pump holding the most recent mdl. It was also reported there was no pt injury.